Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined.

Event description:
A facility medwatch report# 3902560000-2021-8085 was received which stated: "patient placed on 100% o2 via servo-I nasal intermittent positive pressure ventilation (nippv), after 30 ish minutes on 100% vent started to red alarm:o2 concentration low. Patient was set at 100 % monitored o2 was 94%. O2 tubing connected to another outlet in wall and reading same thing.patient was able to wean o2 down to 70% and alarm stopped. Ventilator was changed out during patient's intubation. Alarm did not contribute to intubation." Manufacturer's ref #: (B)(4).